Event description:
Reporter indicated that a 3-inch by 3-inch area of the patient's neck incision was bright red for a period of eight weeks. There is also swollen area in the same place about the size of a marble. There is no drainage, no fever, and the area is not warm to the touch. The patient does not appear to be in pain and has not been irritating/scratching at the incision site. The patient has reportedly been seen by a surgeon other than the implanting surgeon once per week during this time. One course of mycin-type oral antibiotics has been prescribed, but did not resolve the issue. Further follow-up revealed that both the lead and generator sites were infected. The neck incision reportedly began to drain copious amounts of fluid. Per the patient's family member, the highest white blood count result obtained was 13. The patient was never febrile. The patient was seen in hospital emergency room and given doxycycline. No culture was performed and the patient was sent home. The patient returned to the hospital at a later date and underwent vns therapy system explant procedure with subsequent hospitalization for three days for IV antibiotic therapy. The patient was discharged home where she continued IV antibiotic therapy with a drain in place at the neck incision. The chest incision is reportedly also draining. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.